Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on 10-mar-2017 for the following meddra preferred terms: hysterectomy. The analysis in the global safety database revealed 112 cases. Salpingectomy. The analysis in the global safety database revealed 25 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous case report refers to unspecified number of patients who received essure (fallopian tube occlusion insert) and they lost their fallopian tubes and uterus and presented haemorrhages (interpreted as genital bleeding). The reported events are serious due to medical importance and anticipated in the reference safety information for essure. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, number of patients presented haemorrhages and lost their fallopian tubes and uterus, interpreted as salpingectomy and hysterectomy. Considering the events' nature the causality cannot be excluded. This case was regarded as incident, since salpingectomy and hysterectomy were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This spontaneous case was reported by a non-health professional and describes, the occurrence of genital haemorrhage ("haemorrhages"), salpingectomy ("they lost their fallopian tubes and uterus") and hysterectomy ("they lost their fallopian tubes and uterus") on unspecified number of patients who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), salpingectomy (seriousness criteria medically significant and clinically significant/intervention required), hysterectomy (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("contractions"), pelvic pain ("pelvic pain"), dyspareunia ("pain during sexual intercourse") and fatigue ("tiredness"). The patient was treated with surgery. At the time of the report, the genital haemorrhage, salpingectomy, hysterectomy, abdominal pain, pelvic pain, dyspareunia and fatigue outcome was unknown. The reporter considered genital haemorrhage, salpingectomy, hysterectomy, abdominal pain, pelvic pain, dyspareunia and fatigue to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to unspecified number of patients who received essure (fallopian tube occlusion insert) and they lost their fallopian tubes and uterus and presented haemorrhages (interpreted as genital bleeding). The reported events are serious due to medical importance and anticipated in the reference safety information for essure. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, number of patients presented haemorrhages and lost their fallopian tubes and uterus, interpreted as salpingectomy and hysterectomy. Considering the events' nature the causality cannot be excluded. This case was regarded as incident, since salpingectomy and hysterectomy were reported. The product technical analysis has been sought.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingectomy ("they lost their fallopian tubes and uterus"), hysterectomy ("they lost their fallopian tubes and uterus") and genital haemorrhage ("haemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("contractions"), pelvic pain ("pelvic pain"), dyspareunia ("pain during sexual intercourse") and fatigue ("tiredness"). The patient was treated with surgery and surgery. At the time of the report, the salpingectomy, hysterectomy, genital haemorrhage, abdominal pain, pelvic pain, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, hysterectomy, pelvic pain and salpingectomy to be related to essure. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred terms: salpingectomy. The analysis in the global safety database revealed (B)(4) cases. Hysterectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous case report refers to unspecified number of patients who received essure (fallopian tube occlusion insert) and they lost their fallopian tubes and uterus and presented haemorrhages (interpreted as genital bleeding). The reported events are serious due to medical importance and anticipated in the reference safety information for essure. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, number of patients presented haemorrhages and lost their fallopian tubes and uterus, interpreted as salpingectomy and hysterectomy. Considering the event's nature the causality cannot be excluded. This case was regarded as incident, since salpingectomy and hysterectomy were reported. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible.